Manufacturer narrative:
Correction - d6a - implant date of (B)(6) 2021 should have been (B)(6) 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2021 due to bradycardia, dyspnea, and weakness that was the result of a loss of pacing on their implantable cardioverter defibrillator. It was noted that the loss of capture was directly caused by high capture thresholds on the patient's right ventricular lead. An increase in right ventricular pacing lead impedance was also noted, more than doubling from the original value at implant. An x-ray was performed on (B)(6) 2021 in which nothing was confirmed on lead integrity, although the physician still suspected lead fracture. The lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.